Event description:
Reporter alleged blood glucose measured 220, 250, and 100 mg/dl when testing was performed back to back of each other. It was stated no actions were taken and no treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.